Manufacturer narrative:
Manufacturing review: t he device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Medical records review: the patient with left lower extremity deep vein thrombosis and pulmonary embolus had a vena cava filter deployed below the renal veins with good orientation. There were no complications. Approximately three months post filter deployment, during scheduled retrieval of the filter, an attempt to retrieve the filter was unsuccessful as the filter was tilted to the right with the retrieval hook possibly in the wall or through the inferior vena cava. There were no immediate complications. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Therefore, based on the provided medical records, the investigation can be confirmed for filter tilt and retrieval difficulties. However, the investigation is inconclusive for perforation of the ivc as it is unknown if the hook or any struts clearly perforated the wall of the ivc. Per the medical records, the filter was tilted and possibly embedded in the ivc. This most likely caused the unsuccessful retrieval attempt. However, the definitive root cause for any alleged deficiency is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiration date: 03/2012; device manufacture date: 03/2009. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc and filter struts perforated into organs. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.